Event description:
Country of complaint. (B)(6). Thread is fraying after cutting.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 1 open and 5 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All closed packs received are tight. Sewing test on artificial skin tissue has been conducted with the sample received and fraying does not appear when pulling the thread through the tissue. Visual appearance before and after sewing test is as expected. Review the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.